Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/on power, low battery or battery out limit alarms noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm noted. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose was over 600 mg/dl when he arrived at the hospital. Most recent blood glucose is 392 mg/dl. It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer was not wearing the insulin pump at the time of hospital visit. Customer stated that his high blood glucose was due to the no delivery alarm. Advised discontinuation of the insulin pump. Nothing further reported.